Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's defibrillation lead was found to be fractured resulting in noise and change in impedance measurements. Surgical intervention was performed and the rate sense portion of the lead was abandoned. Another manufacturer's previously abandoned right ventricular (rv) lead was put back into service. And the shock portion of this lead remains in service. No additional adverse patient effects were reported.